Event description:
Pharmacist reported that 10% intralipid was hung as a source fluid on the compounder instead of 20% lipids and the tpn's were administered to 3 patients. The 10% intralipid tpns were administered to patients in march 2003 with no sequalae. The same 3 patients received the 10% intralipid tpn in march 2003 with no sequelae. No patient injury or medical intervention was reported. No additional information was provided.